Event description:
It was reported the patient was not feeling stimulation. The patient had relief the day prior, but not the morning of the call. The programmer was connected with the implant and the stimulation was determined to be off. It was noted the caller might have turned it off when trying to use it. Stimulation was turned on and increased from 0.75v to 0.9v on program 2 and the patient could feel stimulation at the implant site. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0j8g3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted. A second follow up report will be sent if additional information is received.